Event description:
Pt called c/o catheter leaking. Noted catheter leaking underneath kink guard. Catheter discontinued and had to restart IV with short peripheral catheter to complete his last week of IV prescription. Catheter functioned for 3 weeks without any problems.